Event description:
It was reported that ventricular oversensing was observed on the stored egms. The ventricular lead impedance was less than 200 ohms in the bipolar configuration. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .